Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's drg system implant procedure was abandoned. Reportedly, the physician was unable to place the lead into the foramen. The physician was able to insert the needle and sheath, but could not get the lead implanted. No patient adverse consequences were reported.